Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver and a hyperglycemic event that occurred on (B)(6) 2015. The patient woke up, was vomiting and her mother saw that the receiver was displaying a high blood glucose (bg) level but not producing alerts. Patient's mother administered the patient a shot of 2-3 units of insulin. Patient's mother stated that the patient had a high of 500 mg/dl. At the time of contact, the patient was in good condition and no further intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The complaint could not be confirmed. A root cause could not be determined. Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and vomiting.